Event description:
It was reported that a large volume folfusor experienced an underinfusion. The reporter stated that the pump didn¿t empty completely; an unknown amount of solution remained in the device. The device had been filled with 800 mg flucloxacilline and 0.9% sodium chloride, for a total fill volume of 240 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot 13h017 was manufactured august 9, 2013 ¿ august 12, 2013. Evaluation summary: the device was received for evaluation with 59ml of fluid in its bladder. Visual inspection revealed that there was drug precipitate within the fluid of the bladder. The luer cap was removed; flow of fluid was not observed from the distal luer. The tubing was then cut in order to drain the fluid out of the bladder, and drips of fluid came out of the tubing. A functional flow rate test was then performed; flow was not observed due to drug precipitate having formed in the flow restrictor, causing blockage. The cause of the reported underinfusion was determined to be due to the drug precipitate. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.